Event description:
It was reported that the patient¿s blood glucose level rose to 303 mg/dl while wearing the pod on the arm between 4 and 24 hours. The patient reported an ¿urgent low glucose¿ alert at 12:50 pm, followed by an increase in glucose levels at 1:00 pm. The patient contacted their healthcare provider twice (at 10:00 am and 1:00 pm) for guidance on blood glucose management. The last reported bolus prior to contacting product support was 0.85 units of insulin administered at 2:44 pm. Upon removal of the pod from the infusion site (back of arm), the adhesive was noted to be somewhat loose, insulin odor was present on the skin, and the cannula was found to be bent. As treatment, the patient activated a new pod and resumed treatment. The patient reported that the issue occurred with two different pods on the same day. The two pods are captured under insulet report reference numbers cn-6624673 and cn-6626184.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s911usqs7ezci hardware: sm-s911u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.